Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced increased pain. During the catheter access port (cap) study, the physician was unable to aspirate medication from the cap port and decided to revise the catheter.